Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. Investigation summary: according to the information received, the reported event for the device was would not reverse knife automatic, would not reverse button force, difficult to open. A photo along with the device was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photo shows a device with the jaws in the open position, and a gst60d reload fully fired. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a fully fired gst60d reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The damage to the bulkheads contacts has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device with the jaws in open position, and a gst60d reload fully fired. Based on the picture provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during endoscopic resection of pancreatic cancer surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. There were no adverse consequences to the patient. No additional information can be provided.